Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found the swg kinked, and the catheter can't through it during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guidewire, advancer, dilator, ars, and transduction probe within an opened cvc kit for evaluation. The catheter was not returned for analysis. Visual analysis of the guidewire revealed two kinks and continuous bends throughout the body. Microscopic analysis showed the j-bend was misshapen but both proximal and distal welds were full and spherical. Visual analysis of the catheter could not be performed as it was not returned for analysis. Kinks in the guidewire were measured at 365mm and 584mm, from the proximal end. The guidewire length measured 602mm which is within the specification of 596mm - 604mm per guidewire product drawing. The guidewire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The guidewire was functionally tested per the instructions for use (IFU) provided with this kit , which instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guidewire was threaded through the returned 18ga introducer needle/arrow raulerson syringe (ars) subassembly as well as through a lab inventory catheter. The guidewire passed through all the components with little to no resistance at the undamaged portions. Resistance was encountered at the locations of the kinks. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed based on the returned sample. However, the catheter associated with this complaint was not returned. The returned guidewire passed all relevant visual , dimensional, and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the potential root cause cannot be confirmed at this time without the catheter returned. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the doctor found the swg kinked, and the catheter can't through it during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.